Event description:
Reportedly, the device did not function as expected which resulted in bleeding at the application site. Upon closing the device around the cystic duct, clips jumped out of the jaws instead of closing. The rod pushing clips out was therefore out and unprotected injuring the duct resulting in bleeding. The bleeding was controlled by suturing. The pt's status was reported as okay. Procedure type: unk.

Manufacturer narrative:
The battery history was reviewed and revealed the pump had 40 battery discharges below alarm threshold. Review of complaint history reveals similar reports have been received for this product for the reported issued. The issue of damaged battery is being addressed under CAPA, mdq-CAPA-132.